Event description:
The customer stated that she tested her blood glucose using her new contour meter (7151b) and her old contour meter (7151). The new meter read 371 mg/dl, while the other meter read 170 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the new contour system showed it to be operating as designed. The customer used the last of the test strips while troubleshooting, so no product will be returned for evaluation.